Manufacturer narrative:
(B)(6). Additional information: the device was received in good condition but it was noted that the blade was slightly bent. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed and the knife blade was found to be buckled. The device's handles were manually opened and the jaws were opened by manually pulling the trigger and handle apart. The condition of the blade could have affected tissue manipulation.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the instrument did not cut easily. After a few times the blade did not move backwards and it seems that handle jams. No further information is available. No adverse patient consequences reported. Conventional instruments were used to continue. One device will be returning.